Event description:
It was observed that during the device evaluation, the subject device exhibited water leakage between rear cover and ring (gold ring). There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.